Event description:
It was reported that the up button on the infusion device was not functioning and the rubber covering of the up and down buttons was damaged. No adverse event was reported. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.